Event description:
Endoleak (type ia): on (B)(6) 2021, tevar was performed for the treatment of the infectious aneurysm using the relay plus from zone 3 as the urgent operation. Under normal conditions, tevar from zone 2 is desirable to secure the landing zone length, but since the patient was on dialysis and had a shunt in the left arm, tevar from zone 2 was not performed due to the risk of occlusion. After placement of the stent-graft from zone 3, no endoleak was detected, and the procedure was completed successfully. However, postoperative CT revealed that endoleak remained. On (B)(6) 2021, tevar was performed again to treat the endoleak. Although no leak was observed by angiography, a ctag (28mm x 15cm, gore) was implanted just to reach the left subclavian artery slightly. According to the surgeon, the aneurysm was suspected to be infected due to its rapid enlargement. Endoleak type ia observed after the initial tevar was assumed to be caused by the short landing zone length and calcification around the neck of the aneurysm. The additional ctag is expected to strengthen the expansion and lead to resolve the endoleak. Operation type: tevar (tc#bm (B)(4)) patient outcome. "There was no health damage to the patient."

Event description:
Endoleak (type ia): on (B)(6) 2021, tevar was performed for the treatment of the infectious aneurysm using the relay plus from zone 3 as the urgent operation. Under normal conditions, tevar from zone 2 is desirable to secure the landing zone length, but since the patient was on dialysis and had a shunt in the left arm, tevar from zone 2 was not performed due to the risk of occlusion. After placement of the stent-graft from zone 3, no endoleak was detected, and the procedure was completed successfully. However, postoperative CT revealed that endoleak remained. On (B)(6) 2021, tevar was performed again to treat the endoleak. Although no leak was observed by angiography, a ctag (28mm x 15cm, gore) was implanted just to reach the left subclavian artery slightly. According to the surgeon, the aneurysm was suspected to be infected due to its rapid enlargement. Endoleak type ia observed after the initial tevar was assumed to be caused by the short landing zone length and calcification around the neck of the aneurysm. The additional ctag is expected to strengthen the expansion and lead to resolve the endoleak. Operation type: tevar. ((B))(4)) patient outcome - "there was no health damage to the patient."